Event description:
The device reportedly had depleted batteries when it was used to treat a pt. A backup device was obtained and treatment was continued. There was no adverse effect to the pt as a result of the reported event.